Event description:
On (B)(6) 2013, the reporter stated that the syringe broke during use. She was numbing a pt while under pressure, the plunger folded and broke causing the needle to come out of the pt and went into her right thumb. The pt was drawn for blood work and was (B)(6). There was no prophylactic medications given. Will have blood testing for up to a year. This event is being reported due to the high risk of the pt and potential risk of contracting (B)(6).

Manufacturer narrative:
No samples or photos were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future, the complaint will be reopened for further investigation.